Event description:
A surgeon reports a patient complains that the photic problems she had with the cataract are more bothersome since she had the intraocular lens implanted on 08/23/2005. She describes the problem as seeing full starbursts. Follow-up revealed that the patient is very happy with her outcome and motivated to continue the adaptation process and see if her symptoms resolve with more time.